Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with mild calcification and moderate tortuosity. The vessel was pre-dilated and the 2.0x38 mm xience sierra stent was implanted. The stent was post-dilated with a 2.0 mm nc balloon and a distal edge dissection was noted. A 2.0x12 mm xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.